Event description:
It was reported that the unit rattles and the internal parts are damaged. The unit was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis found that the upper and lower cases, battery release, two side bail covers, ring cover, heart block, lead flex cover, heart wire contacts, battery drawer and battery flex were contaminated. It was also noted that a ring was bent.